Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by pain. The cause of the infection was unknown. The patient was hospitalized to remove their pd catheter; however, it was unclear whether the removal of the pd catheter was related to the infection. Treatment and outcome are unknown. At the time of this reported, pd therapy was discontinued, and the patient was put on hemodialysis. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in jun2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.